Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, foreign material was found on the scope operation cover. However, component analysis of the foreign material could not be identified. The root cause could not be identified. Based on the results of the investigation, it could not conclusively specify the root cause of the foreign material remained in the device. According to the investigation, the event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object on the scope operation cover. There was no patient involvement.